Manufacturer narrative:
The pump was received with intermittent button response on all the buttons due to flattened button dome switches. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that drive support cap was loose due to pushing the cap in. Customer's blood glucose at the time of call was 140 mg/dl and customer treated and blood glucose was lowered to 134 mg/dl. Customer was advised that insulin pump would need to be replaced.